Event description:
During a bowel procedure, the device fired malformed staples on one side of the staple line. There was no adverse consequence to the patient. It was not reported how the procedure was completed.